Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6), implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 29-oct-2019, UDI#: (B)(4), h3: analysis found charging port broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator would not turn on or charge. The patient said they tried all weekend and cleaned it and did everything they could. The patient stated that it was plugged in all friday night, and they had never had a problem with this. The agent asked if patient was getting the green light when plugged in and the patient said no. The patient mentioned they were not getting medication right now and need the bolus. The patient also stated they had been on the phone all day trying to get this taken care of and later stated they had been on the phone all weekend but didn¿t provide information with regards to who they had been on the phone with when asked. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator was completely dead/the patient was not seeing any lights.